Event description:
It was reported that patient had a total hip replacement done in 2017 and became unstable. Her 36 ox head, 54 r3 shell, and 36 20 degree liner were removed and replaced to increase stability.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and insufficient clinically relevant supporting documentation was provided to perform a thorough medical investigation. The patient impact beyond the reported instability and subsequent revision procedure cannot be concluded. No further medical assessment can be rendered at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.